Manufacturer narrative:
It was reported by the customer that a critically ill patient was being transported and was reported to have died. It was reported that during transport, the crew had difficulty releasing the cot from the device resulting in a 10 minute delay in total transport time. It was not alleged or confirmed that there was any connection between the difficulty with the device and the patient outcome. A visual and functional inspection was performed by the field service representative who reported that the device had a loss of electrical function and would not release the cot electrically due to a failure with the control board. It was reported that the device was still able to be manually released.

Event description:
It was reported that the power-load was involved in a 'blue light situation' in which a critically ill patient was being transported and the patient died.

Event description:
It was reported that the power-load was involved in a 'blue light situation' in which a critically ill patient was being transported and the patient died. It has not been reported or alleged that the power-load caused or contributed to the death. Further information on this alleged event has been requested from the user facility.